Event description:
It was reported that the powered echelon gun got stuck during 4th firing. The surgeon was not able to open the jaws of the device. Had to use another stapler which was a manual one to resect the tissue & take out the stuck device. Reverse & manual over ride also did not work as per the surgeon. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.